Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set with one-link needle-free IV connector would not allow solution to flow through it. An unknown access set (baxter product) was used with the extension set, and solution did flow through this set. This occurred during priming with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.